Event description:
A consumer reported that he is seeing a black parenthesis like mark at the lateral end of each eye following bilateral intraocular lens (iol) implant surgery. He stated he sees this only when doing close up work; otherwise, his vision is ¿fantastic¿. Add¿l info was received from the surgeon, who indicated the use of an unapproved viscoelastic. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. File indicated the use of an unapproved viscoelastic. The root cause could not be identified by the investigation. There has been one similar complaint reported in the lot number. Add¿l info was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).